Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H.11. Additional narrative: h3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device exhibits normal use wear from manipulation from surgical procedure. Threads were slightly stripped. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the end-cap f/tna 15 would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.045.865s. Lot number: 18056p4. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22 may 2024. Manufacturing site: jabil bettlach. Expiry date: 01 may 2034.

Event description:
It was reported that the patient underwent orif surgery for tibial shaft fracture with the retention pin. Internal fixation was performed using tna (tibial nail advanced) for a tibial shaft fracture. When inserting the end cap +15mm, the driver and the corresponding retention pin were used. Difficulty was encountered when inserting the end cap, and when the driver was removed, it was found that the end cap was not being gripped. Upon checking, it was found that the tip of the retention pin had broken off and remained inside the end cap. A different length end cap +10mm was inserted using another driver. The surgery was completed successfully with approximately five minutes of delay. No further information is available.